Manufacturer narrative:
Product event summary: a proximal portion was received measuring 11.8 cm. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage, (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 7288 implantable cardioverter defibrillator 2005 (B)(6). (B)(4).

Event description:
It was reported that there was a lead dislodgement. The right ventricular (rv) lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.